Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a hyperglycemic event occurred. According to the patient¿s parent, on (B)(6) 2026, the patient switched from the dexcom g6 cgm system to the dexcom g7 cgm system and the reporter has not been able to receive cgm data or readings on the follower app. The app reportedly keeps telling the patient that the follower is already added to her account. The reporter stated that she was not removed as a follower by the patient, and that the patient is receiving readings on the primary app. No other issues with the readings on the primary app such as signal loss were reported. The reporter stated that because she was not receiving cgm data on the follower app, she did not notice that the patient had developed hyperglycemia on (B)(6), 2026 (although the patient had reportedly been using a blood glucose meter and reported no issues on the primary app at the time). After noticing that the patient was feeling sick and was shaking, the reporter took her to the hospital where she was treated with IV insulin and was given a supplement that contained ketone bodies. The patient was still at the hospital at the time of contact the following day. Dexcom technical support completed troubleshooting with the reporter. Technical support attempted to follow up with the reporter a few days later for further details regarding the incident, including an update on the patient's current condition, but they were unable to make contact. A review of performance data shows that the patient's high alert was enabled at the time of the incident; the threshold was set to 13.9 mmol/l (but was changed within the investigation window -- see following paragraph), the audio was set to sound, and the snooze feature was disabled. The patient's signal loss alert was also enabled and was set to sound after 20 minutes of continuous signal loss. At 9:34 pm on (B)(6) 2026, the patient's estimated glucose values exceeded the user high alert threshold and the app delivered a high alert at half volume with an egv of 14.2 mmol/l. At 9:39 pm, the app delivered a second high alert at half volume with an egv of 14.3 mmol/l. At 9:44 pm, the app delivered a third high alert at half volume with an egv of 14.6 mmol/l; this alert was acknowledged immediately. Right after acknowledging this alert, the patient adjusted her high alert threshold from 13.9 mmol/l to 22.2 mmol/l. Her estimated glucose values continued to rise thereafter, but she did not receive any further high alerts due to the changed setting. At 10:54 pm, the patient entered a period of signal loss that lasted until 6:24 am the following morning. (Note: although the cgm application was stopped during this time and there is no information in the performance data, the app is designed to still trigger a signal loss alert when enabled.) The availability of backfilled data* shows that the patient's egvs did eventually reach the high alert threshold at 1:19 am on (B)(6) 2026 with an egv of high (greater than 22.2 mmol/l), but she did not receive a high alert as this occurred during a period of signal loss. The patient's egvs remained high for the entire remainder of the signal loss and beyond, and once the signal returned at 6:24 am, the app delivered a high alert at partial volume which was acknowledged immediately. The app again delivered a high alert at partial volume at 6:49 am following a brief ten-minute period of signal loss which occurred from 6:39 am to 6:49 am which reset the alert. The app delivered another high alert at partial volume at 6:54 am; this alert was acknowledged two minutes later. The app again delivered a high alert at partial volume at 8:09 am following a brief ten-minute period of signal loss which occurred from 7:59 am to 8:09 am which reset the alert. The app delivered another high alert at partial volume at 8:14 am; this alert was acknowledged one minute later. The app again delivered a high alert at partial volume at 9:05 am following a brief 15-minute period of signal loss which occurred from 8:49 am to 9:04 am which reset the alert. The high alert was acknowledged one minute later. The patient's estimated glucose values finally dropped below the high alert threshold at 10:09 am with a reading of 21.7 mmol/l and steadily declined thereafter. The root cause of the reported incident was determined to be use error as the patient had manually closed the mobile application on (B)(6) 2026 around 10:54 pm which caused the signal loss to occur. The patient's adjustment of her high alert threshold following the initial three high alerts, and her disabling of the high alert snooze feature, also contributed to the incident as these settings prevented her from receiving additional high alerts before the onset of signal loss. Follower app activity was determined to be unrelated to the investigation; the patient had reportedly been aware of this issue for a week prior to the hyperglycemic event, and data investigation shows that the signal loss was the reason the patient had not received additional readings and glucose alerts at the time that her egvs reached critical levels. No additional event or patient information is available.